Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 7752, serial# (B)(4), product type recharger, product ID 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3776-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 3777, lot# v310732019, implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. Symptoms included acute pain. There was no known accident or incident related to this complaint. Follow reported the patient was still having concerns with their device or therapy.